Event description:
Event occurred in colombia. Event 2: customer reported d-dimer discrepancies on sample (B)(6) while running a correlation on triage d-dimer lot t15202 (326; cutoff: <500 ng/ml) vs werfen acltop 300 (538; cutoff: 499.9 ng/ml), final diagnosis: embolism and thrombosis in other veins. No ae reported.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant low issues with d-dimer was not replicated with in-house retain testing of triage d-dimer lot t15202 with an in-house calibrator. No issues with d-dimer recovery were observed, the lot performed as expected. Reviewed the batch record for triage d-dimer lot t15202. The lot met all final release specifications. No issues with d-dimer recovery were observed. Based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. Based on the information available, there is no indication of a product deficiency an no corrective action is required.